Event description:
On november 22, 1996, the pt was removing the subject device when it slipped from her hand, striking her eye. The pt consulted a medical dr immediately and was advised to cover her eyes and rest for 24 hrs. The following day, her eyes had not improved, and the medical dr advised further rest. On the third day post injury, the pt consulted another dr who diagnosed bilateral epithelial corneal abrasions. By this time, the pt's eyes were starting to repair. In january of 1997, after camping and being in dry conditions for two weeks, the pt had recurring symptoms in the right eye. The pt consulted an opthamologist who indicated that there was an area of loose corneal epithelium on the right eye, and the left cornea was normal. According to the opthamologist, the pt had a history and signs typical of the condition known as recurrent corneal abrasion as a result of the november 22 incident. On march 6, 1997, the opthamologist's opinion was that the symptoms in the right eye have improved with continued use of ocular lubricant for the right eye.